Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01243. It was reported that the patient was unable to put their ipg into MRI mode due to their lead having low impedances. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their scs system explanted. Note: both leads are being reported since it is unknown which is liable.